Manufacturer narrative:
Batch review performed on 03-apr-2023 lot 1810831: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported cases during the period of review. Additional items involved in the event, batch review performed on 03-apr-2023 stem: m-vizion 01.22.411 proximal body ø20mm l 80mm lat with holes (k201471) lot. 2115468 lot 2115468: (B)(4) items manufactured and released on 15-mar-2022. Expiration date: 2027-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported cases during the period of review. Ball heads: cocr 01.25.025 cocr ball head 12/14 ø 32 size xxl +10.5 (k072857) lot. 152726a lot 152726a: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, only this item of the lot has been sold during the period of review. Father lot 152726: (B)(4) items manufactured and released on 15-sep-2015. Expiration date: 2020-08-31. No anomalies found related to the problem. Cup: mpact 01.38.052mh acetabular shell ø52 multi-hole (k171966) lot. 2011324 lot 2011324: (B)(4) items manufactured and released on 27-apr-2021. Expiration date: 2026-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported cases during the period of review.

Event description:
The patient had competitor components and came in on (B)(6) 2023 for reasons unknown and the surgeon revised the competitor cup and liner with a medacta cup and liner, with the intention of revising the stem and head a week later. On (B)(6) 2023, the patient came back in and had the competitor stem and head revised with a medacta stem and head. On (B)(6) 2023, the patient was revised in order to put more anteversion in stem and an offset liner was implanted. Presently, on (B)(6) 2023, the patient came in reporting instability and the cause is unknown. The surgeon revised successfully stem, head, cup and liner.